Manufacturer narrative:
The potassium electrode lots provided were pax49 and fsj99. The sodium electrode lots provided were fmm18 and fmm47. Clarification on which electrode lots produced which results was not provided. The expiration dates were not provided. The field service engineer (fse) adjusted the cleaned the sipper and vacuum nozzle, adjusted the sample probe, and performed ise checks and primes. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium and potassium results for 4 patient samples on a cobas ise neo 1800 analytical unit. On (B)(6) 2026, sample 1 had an initial potassium result of 3.720 mmol/l and an initial sodium result of 119.900 mmol/l. The sample was repeated on another analyzer and the potassium result was 4.490 mmol/l and the sodium result was 141.700 mmol/l. The sample was repeated on a third analyzer and the potassium result was 4.48 mmol/l and the sodium result was 141 mmol/l. The potassium result of 4.5 mmol/l and the sodium result of 141 mmol/l were deemed correct. On (B)(6) 2026, sample 2 had an initial sodium result of 148.500 mmol/l. The sample was repeated on another analyzer and the result was 145 mmol/l. The sample was repeated on a third analyzer twice and the results were 143.400 mmol/l and 143 mmol/l. The result of 143 mmol/l was deemed correct. On (B)(6) 2026, sample 3 had an initial sodium result of 98.3 mmol/l and an initial potassium result of 2.76 mmol/l. The repeat sodium result was 140.3 mmol/l and the repeat potassium result was 4.06 mmol/l. On (B)(6) 2026, sample 4 had an initial sodium result of 167 mmol/l. The sample was repeated on another analyzer and the repeat result was 139 mmol/l. The sample was repeated again on the initial analyzer and the result was 139 mmol/l.